Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that a programming wand would fail to communicate as it would interrogate generators intermittently. Further info from the nurse revealed that wiggling or refitting the battery would solve the issue. At the moment good faith attempts to obtain additional info have resulted unsuccessful to date.